Event description:
During an esophageal stent placement, the physician used an esophageal z-stent w/dua anti-reflux valve. The physician was attempting to use the stent as a tamponade for an esophageal bleed (this is against the intended use listed in the instructions for use booklet). The introduction system was advanced over a pre-positioned wire guide, but resistance was encountered. The introduction system was removed and examined and it was noted that the wire guide lumen was kinked. The physician attempted to use a smaller wire guide, but advancement of the introduction system would not move beyond the kink. The physician removed the wire guide and attempted advancement of the introduction system without a wire guide. The physician was unable to position the device due to a hernia in the desired location for stent placement. The introduction system was removed and the procedure was postponed. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation confirmed the report of wire guide advancement difficulty. The stent had been loaded and was returned inside the introduction system. The condition of the introduction system was such that the stent had been loaded, but an attempt to deploy the stent had not been made. Using a savary-gilliard wire guide from our shelf stock we were unable to advance the introduction system over the wire guide. The wire guide advanced approximately 33cm from the distal end of the introduction system, but would not proceed. The outer tubing of the introduction system was removed and the inner guiding catheter tubing exhibited a kink 3cm from the distal end. This kink is causing the wire guide advancement difficulties. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: information provided in the report indicates the physician was attempting to use the esophageal z-stent as a tamponade for a bleed in the esophagus. The instructions for use for this device list the intended use as a prosthesis used to maintain patency of a malignant esophageal stricture and/or to seal a tracheoesophageal fistula across the gastroesophageal junction. The intended use for this device does not include use of the device as a tamponade. The information provided indicated the stent was unable to be positioned due to a hernia. The instructions for use list hiatal hernia as a contraindication for use of this product. If the introduction system received pressure during advancement, perhaps in response to resistance caused by the hernia, this could have caused the kink in the introduction system. The instructions for use for this product line advise the user to inspect the device for kinks, bends or breaks prior to use. The instructions direct the user not to use the product if an abnormality is detected that would prohibit proper working condition. As stated above, kinks in the introduction system can occur if the device experiences pressure during use and/or general handling. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual and functional inspection to ensure device integrity. This includes inspecting for kinks and advancing a wire guide through the introducer. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the intended use listed in the instructions for use and the patient's condition contraindicated use of this product. Customer quality assurance will continue to monitor for complaint trends.